Manufacturer narrative:
(B)(4).

Event description:
It was reported that during normal follow-up in clinic, device could not be located by the programmer. Multiple attempts with wand only and telemetry tests were unsuccessful. Device was successfully explanted and replaced. Patient condition was normal.